Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08233. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. When the calibration of the rotational speed was completed, it was observed that the rotawire was cut. The rotawire removed from the patient's body and a new rotawire was attempted to be reinserted into either side of the burr; however, it was unsuccessful and extended the procedure time. There were no patient complications reported.